Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that the bd¿ enteral syringe was contaminated with foreign matter before use. The following information was provided by the initial reporter: "feeding syringe contaminated with something."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ enteral syringe was contaminated with foreign matter before use. The following information was provided by the initial reporter: "feeding syringe contaminated with something."